Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on the third floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the end tube ratchet rivets were missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the ratchet rivets to resolve the issue. Based on this information, no further action is required.